Event description:
It was reported that the electrosurgical generator esg-400 displayed an error e433. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the error message e433, could not be identified. The complained product was technically investigated by the s-bc. A conclusive photo was provided. The s-bc was able to reproduce the error during the investigation. Possible cause is the pcb/generator board. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because evidence for defects caused by user misuse could not be obtained.¿ olympus will continue to monitor the field performance for this device.